Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone during treatment of a calcified cto (chronic total occlusion-100%) in the patient¿s mid superficial femoral artery (sfa). Moderate vessel calcification and tortuosity are reported. IFU was followed. Device prepped without issue. Vessel pre-dilation was performed. During the procedure it is reported resistance was experienced during advancement of the device. The flush port on the catheter handle, and the cutter were reported to be damaged. After flushing the device, when the wire was crossing the device, the nose-cone was broken before being inserted into the patient. The device was not inserted into the patient after being broken. No damaged component needed to be retrieved from the patient. The blade was intact in the cutter. The device was safely removed. The broken nose-cone did not do damage to the vessel. The cutter was outside of the housing during device removal. On removal of the device, post-dilation was performed. No patient injury reported.